Event description:
Device explanted. Patient with previous history of a severe ischemic cardiomyopathy, left bundle branch block, and new york heart association class I-ii symptoms who underwent biventricular ICD placement several years ago as part of the reverse trial. At the time of his ICD implantation he received a medtronic sprint fidelis right ventricular lead that subsequently was placed on manufacturer recall because of its propensity to fracture. At time of his biventricular ICD implantation his lv ejection fraction was 20-25% it has since improved to normal. Recently he received greater than 10 inappropriate shocks related to his recalled right ventricular lead malfunction. He presents today for right ventricular lead revision.